Manufacturer narrative:
Concomitant medical products: 1488t x2 leads, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "racing feeling" in the chest, which was determined to be the left ventricular lead pacing during automatic left ventricular capture management (lvcm.) Lvcm was programmed off and the lead remains in use. No further patient complications have been reported as a result of this event.